Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture of one breast implant."

Event description:
Physician reports rupture. The device has been explanted. This relates to the left side.